Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional cardiologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that while placing the angio-seal device on the table, the specialist identified that the arteriotomy locator was fractured. There was no harm to the patient and no blood loss. The angio-seal device was replaced, and the procedure was completed successfully. The procedure performed prior to the use of the angio-seal was coronary catheterization.